Manufacturer narrative:
Issue is being investigated by manufacturing site.

Event description:
Manufacturer's reference numbe: (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 6th july, 2020 getinge became aware of an issue with one of surgical lights - powerled ii. As it was stated, the handle detached and remained in user's hand. There was no injury reported, however, we decided to report the issue in abundance of caution as considering the worst case scenario which is unexpected handle detachment and falling off into sterile field or during procedure, the issue may cause contamination.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. As it was stated, the handle detached and remained in user's hand. There was no injury reported, however, we decided to report the issue in abundance of caution as considering the worst case scenario which is unexpected handle detachment and falling off into sterile field or during procedure, the issue may cause contamination. During investigation, it was found that device was not according to the manufacturer¿s specification as the handle remained in hand. In the time when the event occurred, the device was being used for patient treatment and it contributed to the event. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Unfortunately, manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.